Event description:
Tubing separated from the mask.

Manufacturer narrative:
According to the facility "at the end of or case when preparing patient for transport to recovery room patient was extubated and to be placed on high flow oxygen for transport, upon opening a medium concentration mask it was noted that the tubing had separated from the mask". Per the facility "upon arrival to pacu it was noted patient's oxygen saturation had decreased to 85-87%, patient was stimulated and encouraged to deep breathe, head of bed elevated and oxygen increased to 12 lpm". The "patient's saturation raised to acceptable levels and no further care required". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated g3, g6, h6.